Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: schnetzke, m. Et al (2018), rate of avascular necrosis after fracture dislocations of the proximal humerus, upper extremity, vol. 13(4), pages 273¿278 (germany). This retrospective study aims to investigate the correlation between time to surgery and avn rate in fracture dislocations of the proximal humerus. Between january 2008 and october 2014, a total of 30 patients (12 male and 18 female) with a mean age of 63±14 years (range, 34-86 years) underwent open reduction and internal fixation. These patients were divided into patients with early surgery (within 48 hour of trauma) consisted of 25 patients and those with late surgery (>48 hour after trauma) consisted of 5 patients. In all patients, operative treatment was performed with a locking plate fixation (philos, synthes, davos, switzerland). The final follow-up was 37 months (range, 12-66 months). The following complications were reported as follow: a (B)(6) patient reported to have a humeral head was completely dislocated from the glenoid. This patient had an anatomical fracture reduction. After 3 months this patient complained of pain on movement and the radiographs showed a stage iii avascular necrosis of the inferior part of the humeral head. This patient underwent revision surgery with implant removal alone. 5 patients of the early surgery had avascular necrosis. 2 patients of the early surgery had non-union. 5 patients of the early surgery had secondary fracture dislocation. 2 patients of the early surgery underwent revision to tsa/rsa. 3 patients of the early surgery underwent implant removal with open surgical release. 5 patients of the late surgery had avascular necrosis. 1 patient of the late surgery had infection. 1 patient of the late surgery had secondary fracture dislocation. 4 patients of the late surgery underwent revision to tsa/rsa. 1 patient of the late surgery underwent implant removal with open surgical release. 1 patient with avn had anatomical quality of fracture reduction. 9 patients with avn had a poor quality of fracture reduction. 10 patients with avn developed complications. 7 patients with avn underwent revision surgery. 9 patients without avn had anatomical quality of fracture reduction. 11 patients without avn had a poor quality of fracture reduction. 5 patients without avn developed complications. 3 patients without avn underwent revision surgery. Patients with avn of the humeral head presented clinically with increased pain, and the diagnosis was made on the basis of such clinical signs and a change on the radiographs, which showed avn stage ii in 3 patients, stage iii in 5 patients, and stage IV in 2 patients. This report is for an unknown philos plate. It captures the reported (B)(6) patient who had a humeral head was completely dislocated from the glenoid. This patient had an anatomical fracture reduction and was complaining of pain on movement and presented a stage iii avascular necrosis of the inferior part of the humeral head. This patient underwent revision surgery with implant removal. This is report 1 of 4 for (B)(4).